Event description:
It was reported that pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a 24mm watchman flx laa closure device was implanted. The activated clotting time at the time of implant was 550 and protamine was immediately administered post-deployment. Approximately an hour and a half post-procedure, a transesophageal echocardiogram (tee) was performed which showed a pericardial effusion (pe) and potential cardiac tamponade. A pericardiocentesis was immediately performed and 70cc was withdrawn. The intervening cardiologist reported that the patient was stable and kept overnight at the hospital. No additional information is known at this time. It was further reported that approximately one hour post-procedure, the patient reported chest pain and difficulty breathing, prompting the tee. The cause of the pe remains unknown, however it is speculated to have manifested from a micro-puncture potentially caused by the tug-test. Upon post deployment, an effusion sweep was performed with no signs of an effusion.

Manufacturer narrative:
B5: updated. H6 patient codes: updated.

Event description:
It was reported that pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a 24mm watchman flx laa closure device was implanted. The activated clotting time at the time of implant was 550 and protamine was immediately administered post-deployment. Approximately an hour and a half post-procedure, a transesophageal echocardiogram (tee) was performed which showed a pericardial effusion and potential cardiac tamponade. A pericardiocentesis was immediately performed and 70cc was withdrawn. The intervening cardiologist reported that the patient was stable and kept overnight at the hospital. No additional information is known at this time.